Manufacturer narrative:
(B)(4). The customer returned two boxes of product 528235 visistat 35w 6/box totaling 12 staplers received. All staplers were received sealed in their original packaging. No actual complaint sample received. All 12 returned staplers were visually examined. No defects or anomalies were observed. A functional inspection was performed by firing all staples from each stapler. All staples fired were properly formed. No defects or anomalies were observed. A corrective action is not required at this time as no actual complaint sample was received. The potential cause of stapler jamming could not be determined based upon the representative samples returned. A device history record review was performed on the stapler with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of stapler jamming could not be determined based upon the information provided and without the actual complaint sample.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73a1600458 investigations did not show issues related to the complaint.the device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The handle of the stapler jams and the staples jump or do not attach on the skin. The patient's condition was reported as fine.